Manufacturer narrative:
This follow-up is being submitted to relay additional information. Corrected: h4 manufacturer date. Visual examination of the returned product identified signs of repeated use nicked / gouged / wear and have both components disassembled / missing, the components were not returned confirming the instrument is disassembled. Reported event did not occur in an operating room or as part of a medical procedure; therefore, medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed with the returned device. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that sterilization staff noticed that two balls were missing from the locking system of a tasp shim. There is no additional information available.